Event description:
Inflation of the balloon catheter within a vein graft resulted in a rupture of the graft. A balloon catheter was advanced and utilized to tamponade the vessel. The noted intervention appeared to resolve the situation.